Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. The complainant stated that it seemed that the cause of the defect could have been that the tube was not straight glued to the funnel. A final quality evaluation was performed on (B)(4) 2014. (B)(4) samples were received for analysis and were visually evaluated. The samples did not meet specification. The defect reported by customer was confirmed. Review of the history batch records showed that no deviations were recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were fulfilled and met requirements. No nonconformity has been registered during the manufacturing and releasing process. Based on the findings it was assumed that defective products were produced during adjustment of the connector station and were not properly sorted/removed from the good production. The root cause of defect has been determined as a human error. This complaint issue has been investigated and documented in the CAPA system to address the confirmed complaint prevent future occurrences. No add'l event details have been provided to date. Should add'l info become available a follow-up report will be submitted. Manufacturer report number: 3005778470-2014-00010. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
The following complaint was reported: due to defect catheters, we had breakdown at a robot mounting catheter.